Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation (e100 error / abnormal temperature) was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had an error code e100 that appeared approximately ten minutes when device was connected to a camera head. The issue was found during a therapeutic procedure that was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.